Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for troponin t quantitative. Based on the data provided, 2 patient samples were erroneous. Each patient was tested on an h232 instrument and compared to a cobas 8000 system. Both the results from the meter and the results from the cobas 8000 system were reported outside of the laboratory. It is noted that the date of event was "first noticed" on (B)(6) 2015. The data provided indicate patient 1 was tested on (B)(6) 2015 and patient 2 was tested on (B)(6) 2015. Clarification regarding these dates has been requested. The customer used strip lot 28211815 and strip lot 28211810 on the h232 meter. It is not clear which results were obtained with which strip lot. This mw will cover strip lot 28211810. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28211815. On (B)(6) 2015, patient 1 initial troponin t quantitative result was 382 ng/l. The result from the cobas 8000 system was 507 ng/l. On (B)(6) 2015, patient 2 ((B)(6)) initial troponin t quantitative result was 286 ng/l. The result from the cobas 8000 system was 106 ng/l. No adverse event occurred. The patients are in stable condition. It was noted that strip lot 28211815 and strip lot 28211810 expire 04/2016. The h232 serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the unites states. The customer returned the h232 instrument. Retention samples of lot 28211810 were tested on the h232 instrument sent in by the customer and the h232 instrument used at the investigation site. The results were within specification. The results of all measurements fulfill requirements.